Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.25 x 24mm was returned for analysis. A visual, tactile and microscopic examination identified no kinks or damages along the entire length of the hypotube and the distal extrusion identified no damage. A microscopic examination of the crimped stent identified that the crimped stent was kinked. This kink was located approximately 7mm distal from its proximal end. The stent was securely positioned between the proximal and distal markerbands. A microscopic examination of the balloon material identified no damages. Device analysis confirmed that no issues existed with the inflation of the balloon. Although visually it was noted that the crimped stent was kinked on the balloon, it was possible to inflate the balloon to its rated burst pressure of 18 atmospheres with no resistance or leaks noted. The stent fully deployed from the balloon.

Event description:
It was reported that balloon rupture occurred. A 2.25 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the balloon failed to inflate and was broken. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 2.25 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the balloon failed to inflate and was broken. The procedure was completed with another of the same device. No patient complications were reported.